Manufacturer narrative:
A specific root cause could not be identified. Both instrument and reagent issues can be excluded since calibration and quality controls were acceptable. A check of the instrument was acceptable. The most likely root cause is due to a preanalytic issue (sample handled improperly, centrifuged improperly, gel clots in the sample of bubbles on the surface).

Manufacturer narrative:
It is unclear whether the event occurred on (B)(6) 2015 or (B)(6) 2015.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for glucose hk (gluc2). The erroneous results were reported outside of the laboratory. The initial gluc2 result was 431 mg/dl. This result was reported outside of the laboratory where the physician requested repeat testing. The repeat result was 131 mg/dl. No adverse event occurred. The gluc2 reagent lot number was 613371-01 with an expiration date of 10/30/2016. The application specialist visited the customer site. Calibration and quality controls were acceptable. On (B)(6) 2015 the application specialist ran a precision check and the values were acceptable. The maintenance status of the instrument was acceptable. It was noted that the customer is not having problems with any other assays and there are no issues with the gluc2 results for other patients. The customer was advised to run a few samples twice a day on (B)(6) 2015 to check further performance. The customer indicated there were no issues with those tests. The application specialist ran precision checks again on (B)(6) 2015 and the values were acceptable. The customer is satisfied with the instrument performance. Based on the information provided, the most likely root cause is a pre- analytic issue.